Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to upgrade for magnetic resonance imaging (MRI) compatible system.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.